Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and no capture of the left ventricular (lv) lead.  A healthcare professional noted that the rv lead had previous history of t-wave oversensing (twos).  The patient was brought into the clinic and reprogramming was done, which resolved the twos.  Patient presented to clinic today with evidence of twos post ventricle pace.  Both leads remain in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and no capture of the left ventricular (lv) lead.  A healthcare professional noted that the rv lead had previous history of t-wave oversensing (twos).  The patient was brought into the clinic and reprogramming was done, which resolved the twos.  Patient presented to clinic today with evidence of twos post ventricle pace.  Both leads remain in use.  No patient complications have been reported as a result of this event.